Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 9119670. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The initial reporter also notified the FDA on 13 december, 2019. Medwatch report # 1501150000-2019-8033. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that nexiva diffusics 20g x 1.25 in leaked out of a hole in the needle. This was discovered during use. The following information was provided by the initial reporter: material no.: 383593 batch no.: unknown. It was reported there was leaking out of a small hole in the base of the needle. Per medwatch: an IV was placed by radiologist technician. During preflush with 10ml saline, saline was noted to be leaking out of a small hole near the base of the needle. This created an additional stick for the patient.